Event description:
Facility purchased 5 lead aprons from e-z-em in may. In october they notified user of the possible contamination. Each of the aprons tested positive for contamination. Approx 53 hlth care professionals rec'd varying amounts of exposures of these aprons.